Event description:
It was reported by the user facility that the rover power cord was heating up. There was no patient or user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
A field service technician was sent to the user facility to evaluate the device. The reported issue could not be replicated and no other associated problems were found. The rover was functionally tested and returned to use.